Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when strained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence & reported problem are consistant with that of an iab which became entrapped & needed to be surgically removed from the pt. The smooth-edged membrane penetration(s) most likely resulted during balloon removal from the pt when the iab came in contact with a sharp-edged instrument. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon & its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been reported in literature & has been experiencing by users of intra-aortic balloons. Co therefore urges the user, as we have in our instructions, to discontinue pumping & consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, the user is advised to call for a vascular consultation, as was done in this case.

Event description:
The intra-aortic balloon was inserted into the pt on 5/30/98 in the evening. After intra-aortic balloon pump for 24 hours, blood was noted in the catheter. The dr was unable to remove the intra-aortic balloon. Another dr from another facility came and surgically removed the intra-aortic balloon from the pt. There were no further complications from the event. (Event complications: the intra-aortic balloon was entrapped/surgically removed - reported 6/5/98.) (Pt's current status: unk - reported 6/5/98.)